Event description:
Patient obtained a blood glucose result of 130 mg/dl, while using the suspect device. In spite of this result, patient was vomiting and exhibiting symptoms of hyperglycemia. An unspecified time later, patient was reportedly taken to the hospital, where her blood glucose measured-400 mg/dl, on a hospital instrument. Reporter stated that patient was treated with insulin (amount and type not provided) and pain medication. Patient was reportedly released the following morning, at 1:30am, with blood glucose results of -200mg/dl, on hospital device. Reporter stated that, once home, patient retested blood glucose using the suspect device and obtained a result of 136 mg/dl. Patient reportedly took more pain medications and continued vomiting throughout the day. The following morning, at 1:30am, patient reportedly returned to the hospital, where blood glucose measured 320 mg/dl, on a hospital instrument. Reporter stated that patient was treated with an intravenous insulin solution, potassium, and pain medication. At the time of the report, patient was still in the hospital. Patient's current condition: "doing better". Reporter did not have access to patient's test strips-unk if strips were expired. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.